Event description:
It was reported that the product overheated during testing. There was no pt involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Internal components were evaluated, and extensive corrosion and debris was discovered. The presence of corrosion and debris can lead to increased friction between rotating components, resulting in heat being generated.